Event description:
Device report from (B)(6) states a matrix cap was loose and pt was revised. During revision, the rod came loose and several implants had to be exchanged. This is the fourth of four reports for this event.

Manufacturer narrative:
The lot number could not be identified; the device is in the eval process, no conclusion has been drawn.